Event description:
Procedure: low anterior resection. According to the reporter: the reload would open and close, articulate and rotate, however, wouldn't go into firing mode on the idrive ultra stapler. The surgeon used with new reload and finished case without issue. The idrive when loaded would sometimes automatically start moving the staple cartridge.

Manufacturer narrative:
(B)(4).